Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances while in bipolar configuration and high impedances while in unipolar. Additionally, the lead exhibited high thresholds and an apparent fracture. The lead was abandoned, and a new system was implanted on the opposite side of the patient's body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imu49jb53 implantable pacing lead - (B)(6) 1998. (B)(4).